Event description:
It was reported that prior to use, handpiece was overheating. There was no patient involvement. The device got heated within a minute and was moving forward mode. Irrigation was used and flow rate was 30cc.

Manufacturer narrative:
H3:product analysis could not able to confirm the reported fault. Attachment and tool are locking. Motor is not working gives error code 18. Hi-pot test pass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.